Event description:
The manufacturer received information that a trilogy ev300 ventilator was reported to have failed during pre-testing. There was no patient involvement and harm or injury reported. The philips field service engineer attended the customer site device evaluation. The ventilator failed active exhalation pilot reading testing during the evaluation. The 3-way solenoid valve and the proportional valve were replaced to address the issue. The device passed diagnostic testing and the issue was resolved.